Manufacturer narrative:
(B)(4). This investigation indicates that the abbott prism analyzer performs as intended with respect to this complaint issue. No product deficiency was identified. No additional information or actions have been identified to assist this complainant or the entire customer base other than to contact their area representative(s). This investigation documents the issue of smoke with the abbott prism dispense volume tool only. The returned dispense volume tool (l/n 1g40-26, s/n (B)(4); device manufacture date 03/11/2010) was visually inspected and the following was observed: one capacitor (labeled c9) on the printed circuit board inside the tool had failed; this was the most likely cause of the smoke the fsr observed. An evaluation of the capacitor determined it was the correct type and in the correct orientation. Flammability: encapsulated materials meet the underwriter laboratories flame rating ul94 v0. This rating states that the capacitor will self-extinguish after the ignition source is removed. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The abbott prism operations manual (l/n 1g40-47) contains information to address the customer's current issue. This is an isolated event involving a prism dispense volume tool. No product deficiency was identified. Method: review of complaint tracking and trending; field service intervention.

Event description:
An abbott field service engineer (fse) reports that a new dispense verify tool, used with the prism analyzer, started smoking immediately when the power cord was plugged into an electrical outlet. The tool had not been calibrated and no liquid had been dispensed into the cups. The fse immediately unplugged the tool from the outlet. There are no reports of injury or damage.